Manufacturer narrative:
H6: no product will be returned for eval.

Event description:
The pt stated that on 2 separate occasions, his infusion device began humming and vibrating and a "7" was displayed on the screen. The first incident occurred about 3-4 months ago and the second incident occurred about 1 month ago. The pt stated his blood glucose was not affected. His current power pack is 3-4 weeks old. He stated he was aware of the power pack recall. He was educated on the importance of changing the power pack every 2 weeks and he was advised to change his current power pack. The pt did not report assistance by a health care professional or second party to address the issue. No product will be returned for eval.